Manufacturer narrative:
Findings: pump received with a blank display due to burned electronic assembly. Also received with burned motor assembly. Unable to verify moisture damage inside the pump due to burned electronic assembly. However, found moisture damage on the keypad traces. Unable to verify button error alarm due to blank display. Also received with cracked case at the display window corner, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error due to exposure to moisture. The customer's blood glucose level was 129 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.